Event description:
This senior medical surveillance specialist reviewed information the reporter/layperson (patient's neighbor) gave to a customer care advocate, cca, and also spoke with the patient/layperson, who was unclear about a few specifics. The patient and reporter called customer service in 2009, alleging the patient's recent blood glucose results with her onetouch ultra meter and a newly purchased onetouch ultra were inaccurately elevated. The patient based the complaint on result 555 mg/dl obtained before 12:42 a.m two days prior, reportedly on her older ultra meter. Since the patient denied symptoms, and tests pre-breakfast, lunch, and dinner, it is unclear why the patient tested at that time. The patient did not self treat with insulin or food after testing. Although the patient thought the result was at noon, the reporter informed the cca the result and the event definitely were in the early morning. Concerned about the elevated result, the patient called the reporter who arrived at her home around 12:42 to drive her to the ER where they arrived around 1 a.m. The patient was tested immediately on the ER's meter, result 130 mg/dl. After the test the patient was given IV fluids at an unrecalled time and discharged. During the issue and before and after obtaining the 555 mg/dl, the patient had no symptoms of any kind. The patient also denied being anemic. The patient described correct testing technique, strip storage, and meter coding. Control solution tests were within range. Nevertheless, the cca replaced meter and test strips. The patient did not allege harm. Because the patient was taken to ER and treated with IV fluids,the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the suspect product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.